Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On march 16, 2017, it was reported that the roller and handle were bent. The date of the event was (B)(6) 2017 and the timing was unknown and there was no harm involved. On march 22, 2017, it was clarified that the issue occurred on (B)(6) 2017 during surgery. The issue did not occur during first-ever use. There was no medical intervention or additional procedures required. The harvested graft was not usable and an additional graft was not taken. The blade would not go into the device and the dermacarrier was at room temperature at time of use. Another device was used to complete the surgery. There was no extension or delay to the procedure and the surgical technique was used on the product. There was no harm, injury or adverse events associated with the operator. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was on june 23. 2011 for the device not meshing and shredding the graft. The device was deemed non-repairable. Initial qa inspection of the skin graft mesher on march 22, 2017 revealed that the unit had damage to the comb, roller, side plates, hinges, and ratchet. The pretest could not be performed due to the condition of the mesher. The 1.5:1 ratio cutter, serial number (B)(4) produced a failing test cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 22, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. The reported event ¿the roller and handle were bent¿ was confirmed since during initial inspection there was damage to the comb, roller, side plates, hinges, and ratchet. The root cause of the roller and handle being bent cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device received; however, not yet evaluated.

Event description:
It was reported that the roller and handle were bent during surgery. Initial assessment of the returned mesher revealed the comb was damaged.